Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: upon receipt at our post market quality assurance laboratory. During product analysis the device passed all test performed, showing no evidence of the reported failure.

Event description:
The farawave ablation catheter was selected for use during the procedure pulse field ablation (pfa). It was reported that when catheter was deployed in the right inferior pulmonary vein (ripv), the guidewire got stuck and could not be moved. The catheter and guidewire were replaced, and the procedure was completed successfully. No patient complications occurred. The device will be returning for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure pulse field ablation (pfa). It was reported that when catheter was deployed in the right inferior pulmonary vein (ripv), the guidewire got stuck and could not be moved. The catheter and guidewire were replaced, and the procedure was completed successfully. No patient complications occurred. The device will be returning for analysis.